Event description:
According to the distributor's report, the device was used to close a laceration. During application, the adhesive migrated to the pt's eye and glued it shut. The caller was requesting info on how to treat the pt. Ophthalmic ointment was recommended by the emergency response nurse. No further info was reported.